Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 clips came out from the jaws before it was even placed. There was no consequence to the patient.